Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance heavyweight, guide catheter: 6 fr al1. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed stent located in the heavily calcified, proximal circumflex graft and a new area of stenosis proximal to that same stent. It was a very complex case. Extensive pre-dilatation was performed with non-compliant balloons. The 3.5 x 18 mm xience alpine stent delivery system (sds) failed to cross the lesion, was withdrawn for additional pre-dilatation and readvanced again failing to cross. During retraction resistance was felt which resulted in the stent implant dislodging from the balloon and the guiding catheter becoming disengaged. The stent implant was observed to be on the guide wire, distal to the guiding catheter, but outside the coronary. Attempts were made to retrieve the dislodged stent with a snare device; however, this failed. A small 1.2 x 8 mm mini trek balloon was advanced into the stent implant and inflated which seemed to capture the stent pulling it back into the guiding catheter; however, during the retrieval all systems backed out, guide wire position was lost and on further examination and dissection of the guiding catheter, the stent implant could not be located. Although the abdominal aorta down to the knees was screened with no evidence of the stent, and the neck vessels were also screened with no evidence of the stent it was assumed that the stent implant was still in the anatomy. The case was completed using all new devices successfully. Due to the amount of dye used in the procedure, the patient was kept overnight to ensure adequate hydration. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance, difficulty removing the device, and stent dislodgement appear to be related to calcification in the anatomy and the foreign body in the patient and additional therapy/non-surgical treatment appears to be related to circumstances of the procedure.